Event description:
It was reported that device did not register with the volcano console, causing a faulty camera error to appear on the machine. This happened prior to the case beginning and patient was not yet in the room. New ivus catheter was opened.

Manufacturer narrative:
It was reported that device did not register with the volcano console, causing a faulty camera error to appear on the machine. This happened prior to the case beginning and patient was not yet in the room. New ivus catheter was opened. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.